Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported the overdischarge was not able to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient fell down directly on the ins and that the ins was not working afterwards. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient told them that the device was 'dead' and could not be activated. The rep was to meet with the patient the week of (B)(4). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep alleged an overdischarge. The rep was asking how to start an antenna locate using the recharger. The rep was to continue charging with the patient. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient had their implantable neurostimulator replaced on the day of surgery. The patient had noted that the charging would not last and that the implantable neurostimulator died a year prior to the report. An overdischarge was suspected as the manufacturer representative was not able to communicate with the implantable neurostimulator on the day of the surgery. It was reported that the manufacturer representative was programming the patient¿s existing lead when contacts 0-3 were showing red. The manufacturer representative switched to contacts 4-7 and all the contacts were now showing as avoid. The lead is in the 4-7 bifurcated portion of the extension, and the impedances are all not conductive to therapy. The 4/5 contact pair was at 34,400 ohms. It was reviewed that the impedances were likely bad prior to the procedure. The manufacturer had not been made aware of the reasons for implantable neurostimulator replacement until the day of surgery. Historical impedances were not available. Only the implantable neurostimulator was replaced on the day of surgery. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that they were able to program the patient so that they could feel stimulation around 2.0v. They stated that impedances on all electrodes are still greater than 34,000 ohms. The rep noted that the patient was told that this may deplete the battery quickly. They mentioned that the patient¿s weight was not known, and the battery will not be retuned due to hospital policy. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 97715, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3987a, lot# n138276, implanted: (B)(6) 2008, product type: lead; product ID: 3987a, lot# n138276, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.